Event description:
The tps universal driver was sent for eval because it was running on its own during a procedure. The procedure was completed with an alternate device; no adverse event was reported.

Manufacturer narrative:
Wide spread corrosion was noted within the internal components of the device. Burnt sockets was identified as the probable cause of the device running on its own without activation. A damaged hall sensor line can lead to false run signals.